Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d10. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use(IFU), manufacturing instructions, and quality control data. One device was returned to the manufacturer for investigation. The returned packaging confirms the lot number. The device was returned with the handle in the open position and the basket formation in the open position. The mlla [male luer lock adapter] is tight. The collet knob is tight and secure. A visual exam notes when the basket formation is in the closed position, the basket wires appear smashed. The wires covers are damaged. Functional testing determined the handle actuates the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history revealed no additional complaints associated with the complaint device lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The IFU provides the following information to the user related to the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Conclusion: the returned device was found to have a basket that would not open and close properly. The basket would not fully close, and the basket did not have the proper shape when open. The basket wire sheaths were found to be damaged, they were smashed and torn. The basket sheaths are the plastic sleeves that hold the basket wires together and form the basket shape. With the smashed and torn sheaths, the basket did not have the proper shape, preventing the basket from opening and closing properly. The cause for the damaged basket sheaths could not be determined. The provided information stated the issue with device occurred before use. The devices are inspected multiple times during manufacturing and quality control checks for damage and proper function, making it unlikely the issue was manufacturing related. Possibly the basket was damaged after removal from the packaging, but there is no information provided to indicate handling damage occurred. Per the quality engineering risk assessment, no additional risk mitigating activity is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: semi-rigid ureteroscope with 3.0mm working channel. Occupation: materials manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a left ureteroscopy and laser stone fragmentation procedure and jj stent placement, the ngage nitinol stone extractor would not close completely right out of the package. The procedure was completed using another manufacturer's product. No additional procedures were required and there were no adverse effects to the patient due to this occurrence.